Event description:
Patient reported that they went into status epilepticus prior to their generator replacement. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The patient was hospitalized for a fall, which was reported by the hospital ER. The surgery scheduler and surgeon noted that the patient was erratic - biting themselves, hence why the patients surgery was delayed. The physician later noted that the patient did not go into status epilepticus and that they were erratic prior to the surgery. Diagnostics were noted to be within normal limits prior to the surgery.